Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was throwing the first mesh leg through the sacrospinous ligament. The needle was caught inside the capio cage.the physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using an uphold vaginal support system, the needle detached when the physician was throwing the first mesh leg through the sacrospinous ligament. The needle was caught inside the capio cage. The physician completed the procedure with another uphold vaginal support system, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Additional manufacturer narrative: visual analysis of the returned uphold vaginal support system showed that the needle was missing from the blue dilator, which confirms the complaint. It was noted that the lead suture was kinked at the tip, which is evidence that it was handled with a hemostat (or a similar instrument). It was reported to boston scientific corporation that the physician attempted to pull the rest of the lead suture through the ligament with hemostats after the needle had detached; which confirms why the lead suture was kinked. Visual analysis of the open access capio suturing device showed that the handle had a crack. Mechanical tests of the open access capio suturing device showed that it operated smoothly and freely. The probable root cause for the needle detaching was determined to be design. (B)(4)

Manufacturer narrative:
The patient's age is reportedly "over 50". The device has not been returned for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. (B)(4).